Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that section g04 was inadvertently not included on the initial medwatch report. The following sections have been updated accordingly. Section g04, combination product: no.

Manufacturer narrative:
Telephone number, (B)(6). Device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that an intraocular lens (iol) did not come out of the cartridge as they should, breaking the handles. The lenses could not be implanted and were replaced by others of the same model. There was a delay in treatment. There was no incision enlargement, no vitrectomy, no sutures done. No other information was provided.